Manufacturer narrative:
The 3003721894-2016-00052 is associated with (B)(4) case (B)(4); polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Case description: this case was reported by a consumer and described the occurrence of hyperkalemia in a (B)(6)-old female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number kp9v, expiry date august 2018) for product used for unknown indication. The patient's past medical history included chronic disease. Concomitant products included double salt denture cleanser (polident denture cleanser). In 2015, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced hyperkalemia (serious criteria gsk medically significant). On an unknown date, the outcome of the hyperkalemia was unknown. It was unknown if the reporter considered the hyperkalemia to be related to polident denture adhesive cream. Additional details, consumer reported she used both polident denture adhesive cream and cleanser for a long period of time. She used the adhesive cream quite frequent recently. She was a patient with chronic disease. She had high level of potassium tested by a local hospital which did not occur before she used the adhesive cream. She started to use adhesive cream 1 year ago. She had 4 blood tests in 1 year and was tested with hyperkalemia in 3 times. The recent blood test was performed on (B)(6), with blood tested on (B)(6) (blood test every 3 months). She did not encounter other discomfort other than high potassium level. She used the product 2-3 days in a week (once daily). She only used the product on upper jaw denture. Action taken for polident denture adhesive cream was unknown. Action taken for polident denture cleanser was unknown. Follow up received on 21 july 2016. The patient did not use the product again (she did not mention which product).

Manufacturer narrative:
This report is associated with argus case (B)(4); polident denture adhesive cream. Polident denture adhesive cream is marketed as super poligrip cream in the us.

Event description:
Hyperkalemia [hyperkalemia]. Case description: this case was reported by a consumer and described the occurrence of hyperkalemia in a (B)(6) female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number (B)(4), expiry date august 2018) for product used for unknown indication. The patient's past medical history included chronic disease. Concomitant products included double salt denture cleanser (polident denture cleanser). In 2015, the patient started polident denture adhesive cream. On an unknown date, an unknown time after starting polident denture adhesive cream, the patient experienced hyperkalemia (serious criteria gsk medically significant). On an unknown date, the outcome of the hyperkalemia was unknown. It was unknown if the reporter considered the hyperkalemia to be related to polident denture adhesive cream. Additional details, consumer reported she used both polident denture adhesive cream and cleanser for a long period of time. She used the adhesive cream quite frequent recently. She was a patient with chronic disease. She had high level of potassium tested by a local hospital which did not occur before she used the adhesive cream. She started to use adhesive cream 1 year ago. She had 4 blood tests in 1 year and was tested with hyperkalemia in 3 times. The recent blood test was performed on (B)(6), with blood tested on (B)(6) (blood test every 3 months). She did not encounter other discomfort other than high potassium level. She used the product 2-3 days in a week (once daily). She only used the product on upper jaw denture. Action taken for polident denture adhesive cream was unknown. Action taken for polident denture cleanser was unknown.